Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was admitted to hospital with left chest wall pain and increased driveline drainage. The patient reported being in a motor vehicle accident approximately a month prior to the hospital admission. Chest computerized tomography (CT) was done and found an ill-defined abscess surrounding the anterior lower left chest wall and extending to the area of the ventricular assist device (vad), and showed resorption/destruction of part of the rib. The CT also demonstrated a left hemithorax which was contiguous with the ventricular assist device (vad) conduit with gas bubbles around and within the lumen. The infection was located on the ascending and external driveline, as well as the outflow graft tract. The patient is not a candidate for vad exchange and was discharged home on intravenous (IV) antibiotics and the goals of care were changed to palliative. Log files were reviewed and the ventricular assist device (vad) exhibited multiple low flow alarms.

Manufacturer narrative:
###A supplemental report is being submitted for investigation summary. Product event summary: the ventricular assist device (vad) hw31043 was not returned for evaluation. Autologs report revealed several intermittent decreases in power consumption and estimated flows beginning on (B)(6) 2024 leading to parameters below normal operating range and five (5) low flow alarms were logged since (B)(6) 2024. As a result, the reported low flow event was confirmed. The reported "gas bubbles around and within the lumen" event could not be confirmed due to insufficient evidence. Based on the information available, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported "gas bubbles around and within the lumen" of the driveline may be attributed to damage via cut or nick of the pump¿s driveline outer sheath leading to moisture in the driveline, and/or silicone fluid expected to be present within the driveline sheath perceived to be humidity. Per the in structions for use, infection is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.